Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant was removed due to an unknown reason. Site #14.

Manufacturer narrative:
This report is being submitted to report additional information. Follow up with customer confirmed that the event does no longer meet the requirements of a reportable event.

Event description:
Follow up with customer revealed that the event is a loss of integration with bone loss.